Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. Signals in the data file do not indicate a clear root cause for the dark collection and low collection efficiency. It is possible that the issue may be donor related. Optia attempted to lower the interface to collect a lighter product, however, due to possible donor blood physiology, the rbc cells did not settle properly and were exiting prematurely due to system limitations. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported not getting a good harvest from a mononuclear cell (mnc) procedure. The next day another procedure was attempted with similar results on a different optia machine. The third collection from this donor was successful, but the product was still reddish,per the customer. Per the customer, the donor's approximate age is (B)(6). The disposable kit is not available for return because it was discarded by the customer. This report is being filed due to insufficient information provided at this time to determine if malfunction with the potential for death or injury occurred.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated appropriately. This supplement is being filed to modify information to align with the reported event. The codes chosen for this event are in regard to the original reported issue of possible hemolysis, however, investigation has shown that no hemolysis occurred and there was no malfunction of the device.

Manufacturer narrative:
Investigation: the customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release. Investigation: the disposable sets were unavailable for return and analysis. The procedure files (dlogs) for all three procedures were investigated. The signals in all three dlogs indicate that the red blood cells (rbcs) were not settling properly were instead settling on top of the target cells. The spectra optia system attempted to lower the interface to collect a lighter product, however, due to the rbc sedimentation issue, the rbc cells were exiting prematurely and the system was continuously entering "re-establishing interface".since the rbcs are sedimenting slower than the wbcs, the rbcs are settling on top of the target cells. This is causing the collection to be dark and since the system is limited due to this occur it was also noted that the third procedure lasted longer than the first two. Thus, more cells were collected in the third procedure due to the longer run time, which processed a larger total blood volume. It is unknown what the impact of the lugol's iodine may be on the blood product. The lugol's solution is reddish brown in color and it is possible that it could be causing some discoloration of the donor's plasma and therefore making the product darker than expected. Root cause: based on the analysis of the rdfs, the root cause for the dark collection and low collection efficiency is due to the an issue with the sedimentation of the rbcs during the collection which caused the rbcs to exit prematurely. The cause of the sedimentation issue is likely due to donor blood physiology. Additionally, the use of the lugol's iodine solution may have impacted the color of the donor's plasma resulting in a darker collection.

Manufacturer narrative:
Investigation: per the customer, they did not test for hemoglobin since there was not any hemolysis and they didn't expect for the lugol iodine to have any impact but suspect it could be the cause. Investigation is in process. A follow-up report will be provided.

Event description:
The customer declined to provide patient's identifier.